Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient at high risk for deep venous thrombosis and pulmonary embolism with an upcoming bariatric surgery, had a vena cava filter successfully deployed. Approximately 21 months later, during scheduled filter removal, multiple unsuccessful attempts were made to snare the head of the filter. It seemed as if the head of the filter was densely adherent to the wall of the cava. The decision was made to leave the filter in place. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year and nine months post filter deployment, venogram showed that the filter was tilted. After multiple unsuccessful attempts were made to snare the head of the filter, the filter was left implanted. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter and retrieval difficulties resulting in the filter remaining implanted. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. The alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted - filter tilt - filter malposition - filter tilt - filter malposition precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter was tilted and embedded in the ivc wall and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.